Event description:
Complaint of tubing separation at the filter. The report states: the buyer who distributes the product to homecare agencies has been informed of the IV tubing disconnecting from the filter set. This has occurred at least 3 times with 3 differnt homecare nurses. Event or pt info is not available. In all three cases the tubing disconnected from the filter and it would seem that the solution dripped onto the pt in the home setting. There were no reports of adverse effects to the pts. One tubing set had a lot number identified and the other two did not have an identified lot number. Although requested, no add'l info has been provided.